Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that thrombectomy procedure was performed using the subject device axs vecta 74 catheter to remove a clot in middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 14 and mrs (modified rankin score) of 0. During the sixth pass, there was vessel dissection in a right ica (internal carotid artery) cervical segment and the cause of the dissection was not sure. The occlusion was not persistent. According to the physician, the adverse event might be related to the subject device, but they are not for certain. The subject device was performed as intended. The procedure completed, and achieved recanalization of intracranial vasculature. The patient was provided with IV heparin, and it was stopped due to hemorrhagic transformation. It was later reported that the patient had passed away due to an index stroke, and hemorrhagic transformation of stroke. The patient was withdrawn of care by family. The timeframe between the initial procedure, and the patient death was 18 days.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the study procedure (6th pass), vessel dissection occurred. The dissection was not resolved and IV heparin needed to be stopped due to hemorrhagic transformation. According to the physician, the patient's outcome of death was caused by index stroke and hemorrhagic transformation of stroke and withdrawal of care by the family. Additional information provided by the customer indicated that continuous flush was maintained during the procedure, the anatomy was moderately tortuous, and the vecta 74 performed as intended. Based on the information provided, the causal relationship between the subject device and the reported adverse event could not be definitively determined. The reported 'patient vessel dissection' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombectomy procedure was performed using the subject device axs vecta 74 catheter to remove a clot in middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 14 and mrs (modified rankin score) of 0. During the sixth pass, there was vessel dissection in a right ica (internal carotid artery) cervical segment and the cause of the dissection was not sure. The occlusion was not persistent. According to the physician, the adverse event might be related to the subject device, but they are not for certain. The subject device was performed as intended. The procedure completed and achieved recanalization of intracranial vasculature. The patient was provided with IV heparin and it was stopped due to hemorrhagic transformation. It was later reported that the patient had passed away due to an index stroke and hemorrhagic transformation of stroke. The patient was withdrawn of care by family. The timeframe between the initial procedure, and the patient death was 18 days.